Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during low anterior resection, the device was unable to close. The surgeon also experienced difficulty with hinge pin alignment and the white flag popped up. Replaced the device to complete the procedure. There was no patient injury.